Manufacturer narrative:
Additional information: the clinical events committee adjudicated the event 'side branch occlusion' as stent thrombosis and arc mi. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the patient had one resolute integrity drug-eluting stent implanted in the rca. On the same day the patient had a side branch occlusion. No action was taken and the event is unresolved. The investigator indicated that the event was not related to the study device.

Manufacturer narrative:
The event is resolved. The cec adjudicated the event as 'no event' with regard to stent thrombosis. The investigator assessed the event as not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.